Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ syringe with luer slip tip was "dirty when received", with brown spots discovered within the syringe plastic.

Event description:
It was reported that the bd¿ syringe with luer slip tip was "dirty when received", with brown spots discovered within the syringe plastic.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. It has a plunger rod with discoloration. The four ribs and part of the thumb press are black. This is embedded foreign matter. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review could not be completed as no batch number was provided.